Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Tlh. What is the procedure date? No further information is available. What date did the pyrexia occur on? No further information is available. Was there any medical or surgical intervention performed to treat the pyrexia (product removed; re-operation; prescription medication)? If so, please specify. The details of treatment was unknown but prolonged hospitalization was required. If medication was required, please clarify if it was prescribed or purchased over-the-counter. No further information is available. What is the most current patient status? No further information is available. Can you identify the lot number of the product that was used? No further information is available. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Female. What is the date of index surgical procedure? No further information is available. What were the diagnosis and indication for the index surgical procedure? Tlh procedure was performed. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. Was there any intraoperative concurrent use of other products? =>no further information is available. What is the lot number? No further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The surgicel powder was used for wooging. Where was the surgicel used (on what tissue)? No further information is available. How much surgicel was used during the procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? No further information is available. Has any surgical or medical intervention been performed? No further information is available but prolonged hospitalization was required. What is physician¿s opinion as to the etiology of or contributing factors to this event? Surgicel powder was related to this event. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pyrexia? No further information is available. What is the patient¿s current status? The patient has been discharged from the hospital already. Was the excess surgicel powder removed via irrigation? Yes. Why and how does the surgeon believe the pyrexia is related to the surgicel powder. No further information is available.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and absorbable hemostat was used. After the procedure the patient developed pyrexia, and a thorough cleaning was performed. The patient has been discharged from the hospital already. Additional information was requested